Manufacturer narrative:
Device evaluation: one device was received in good condition. Functional testing confirmed the complaint as the device was slow to both inflate and deflate when compared to other et tubes. The root cause was supplier related. A device history record (DHR) review reported no discrepancies or non-conformances during manufacturing. No action was taken as the root cause was due to the supplier.

Manufacturer narrative:
UDI in section is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff is difficult to inflate. It is very slow both to (inflate and deflate) compared to other et tubes with the same sku. No injury reported.